Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient reattached a disconnected transfer set after cleaning it with alcohol and was found walking around with the transfer set hanging without a minicap. The patient was hospitalized for the event. Treatment details and the patient's recovery status were not reported. On an unknown date, the patient and caregiver were retrained on proper aseptic technique. The patient was going to be transferred to hemodialysis. No additional information is available.